Event description:
Ocd 2nd level support contacted cts to report the findings of the gel camera to be out of specification while reviewing logs files of a previous complaint. The camera setting found to be set at 129. The acceptable camera range is 101 to 128. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site and performed all reader camera adjustments. The camera reading is at 108. The fe sent 2015 and 2014 log files to tac. Repairs have returned this instrument to expected operation. The customer ran qc to verify operations. The qc results were within range.